Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was suspected damage on the right ventricular (rv) lead along with episodes of noise that resulted in ventricular oversensing. The rv lead was capped and replaced to resolve the event and the patient was stable.